Event description:
It was reported that during a shoulder replacement surgery the very tip of the device ar-9545-t15-02 broke when screwing in the screw. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully. No further information received. Update avoe 07-mar-2022 it was confirmed that the broken parts were retrieved from the patient. Another arthrex device was used to finish the surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6)2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not returned for evaluation and therefore the alleged complaint event could not be confirmed. The most likely cause is attributed to concomitant device.